Event description:
It was reported that the tip of the targeting needle broke during a case and was left in the patient.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection confirms the event. The tip of the device has sheared off. Radiographic images confirm that the tip remains in the patient. The root cause of this event is likely a result of the stylet core getting bent or stuck in bone increasing the force required to remove the stylet core from the handle. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: the arcus stimulating targeting needle is a single use instrument used to initiate or "target" the pedicle in conjunction with other mis instruments (e.g., k-wire or guide wire). Arcus is offered with an impaction type handle with either a diamond or bevel tip. The distal shaft and tip are made of conductive materials, so the instrument can act as a stimulation electrode. Indications: the safeop accessory instruments are utilized in spine surgical procedures to assist in location of the nerves during or after preparation and placement of implants (intervertebral fusion cages and pedicle screw fixation devices) in open and percutaneous minimally invasive approaches. Warnings/cautions/precautions: incorrect handling of these instruments may render them unsuitable for their intended use, cause corrosion, dismantling, distortion, breakage, or cause injury to the patient or user. Do not use the drills and taps at high speeds.